Manufacturer narrative:
The initial reported was the patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving morphine(15 mg/ml at 5.1 mg/day) via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the event logs were checked and empty reservoir occurred on (B)(6) 2018. The caller stated that the patient was unable to locate a healthcare provider (hcp) to refill the pump. It was noted that the patient was put on oral medication and would be having the pump explanted on (B)(6) 2018. The caller requested that the pump off code be sent to program the pump to off state; the pump off password was received. No symptoms were reported. No further complications have been reported as a result of this event.